Manufacturer narrative:
The edwards sapien xt thv, novaflex+ delivery system and accessories are indicated for use in patients with symptomatic severe calcific aortic stenosis requiring aortic valve replacement. Per the instructions for use (IFU), device embolization is a known potential complication associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the lack of calcium in the aortic annulus prevented the valve from anchoring properly in the native annulus. The bleeding was attributed to the fragile apex. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
This patient died from a bleeding complication after surgically removing an embolized valve. As reported, the patient¿s aortic annulus measured 640mm2, but there was no calcium in the annulus, as the patient had aortic insufficiency and not aortic stenosis. The procedure was performed because the surgical team believed the patient had no other option. The patient was placed on a tamdemheart for support during the procedure. The valve was positioned and deployed 50:50 across the annulus and the patient was transferred to the ICU. Shortly after, echo demonstrated that the valve had embolized. The patient was brought to the cath lab for an attempt to remove the valve percutaneously but when that failed, the apex was opened and the valve was removed. Upon closing the chest, he began to bleed. The apex was described as thin and very friable. Attempts to stop the bleeding were unsuccessful and the patient expired. The ejection fraction was 15%, the sinotubular junction diameter measured 540mm2 and the sinus of valsalva (sov) diameter measured 479mm2.